Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. No product contribution to the reported event was identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability and tibial loosening. Loosening occurred at the implant to cement interface. Unknown cement manufacturer.